Event description:
Caller reported that pump display was frozen, but there was no adverse impact to the customer's blood glucose level. Frozen display was cleared with the button alarm, and no further action was required.